Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6.   Visual inspection of the returned inserter found the threaded tip to be fractured. The fractured pieces were not returned. Impact marks were observed on the strike plate. Surface scuffing is present up and down the shaft. The sem (scanning electron microscope) analysis determined that common failure mode for the threaded inserter tips presented in this summary is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. Review of device history records identified no deviations or anomalies during manufacturing. No medical records were provided. It is unknown for how many times the device is being used. Root cause cannot be determined   if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found broken in sterile processing. Attempts have been made and additional information on the reported event is unavailable at this time.